Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a routine inspection of hospital's inventory, one of the two prongs on the tibial nail holding arm that keep the arm from rotating was found to be broken off. No associated procedure.

Event description:
During a routine inspection of hospital's inventory, one of the two prongs on the tibial nail holding arm that keep the arm from rotating was found to be broken off. No associated procedure.

Manufacturer narrative:
The reported event that 1 nail handle t2 tibia was alleged of issue broken instrument could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The product shows signs of extensive usage. One of the two prongs on the tibial nail holding arm that keep the arm from rotating has been visually confirmed to be broken off. The appearance/structure of the breakage surface and the course of the breakage line suggest that the returned product broke in a brittle forced fracture due to bending overload. Thus, based on the product inspection the root cause can be attributed to a user related issue. Stryker devices are inspected before being released for distribution, thus, we can exclude any indications of material, manufacturing or design related problems within the product. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that if any further information is provided, the complaint report will be updated.